Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of a disposable device was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified connection issue occurred between a disconnect cap and a patient's transfer set during peritoneal dialysis therapy. Upon use of a clean flash device to disconnect the transfer set from the patient line, a disconnect cap was reported to have not been connected to the exposed spike of the transfer set. It was not reported if the patient was connected to the device at the time of the reported event. It was not reported during which phase of peritoneal dialysis therapy the said error occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.